Manufacturer narrative:
The reported blood loss has been attributed to operator error. The user's guide provides adequate steps for completing prime and for patient connections required to initiate treatment. There is no evidence of a device malfunction. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The facility informed nxstage that the operator connected the cartridge tubing to the patient access needles during prime recirculation mode. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.